Manufacturer narrative:
Follow-up #1: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the up key is operating intermittently, and does not spring back when depressed. The audio bolus button is unresponsive and the bolus button cover is the missing white slug. The keypad is intact with no evidence of physical damage. Removed keypad for investigation and found contamination under the up, down and contrast keys.

Event description:
The patient claimed that the up buttons required several presses to activate the desired pump functions. The keypad is reportedly intact. There was no adverse event associate with this complaint. The pump was replaced.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.